Event description:
It was reported that the insulin gauge displayed a different amount than expected, with a current fill estimate issue that remained static despite insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the customer on why this variance might occur and explained that the fill estimate would adjust and begin counting down normally once the insulin level reached the static number displayed. The customer understood and acknowledged this information.